Event description:
The patient contacted animas on (B)(6) 2012 stating that the keypad buttons had delayed responsiveness for a few weeks. The keypad was reportedly intact and the pump was not exposed to water. The patient reportedly wore the pump under garment against the body and did not clean it. The patient claimed to have used a protective skin on the pump. There is no adverse event associated with this complaint. This report is being made based on the allegation of a keypad issue.

Manufacturer narrative:
(B)(4): testing confirmed the ok button responds intermittently. There was no visible damage to the keypad. The keypad was removed and adhesive found under all buttons.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.